Manufacturer narrative:
Visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens got stuck while advancing in the cartridge. There was no patient contact.